Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that there was a pressure reading issue due to corroded pins on the connection cable of disposables. The failure was detected during maintenance. A getinge field service technician (fst) was sent for investigation and repair on 2023-03-15. The connection cable for disposables (hls cable) was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Logfile analysis :the log files of the reported cardiohelp were reviewed and does not show a malfunction of the cardiohelp. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. In may 2021 a service bulletin (issue 95 / 21-05-04) was published to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The device was manufactured on 2022-09-15. The device history record (DHR) of the cardiohelp (material: 701072780, serial: 90415083) was reviewed on 2023-04-03. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "pressure reading issue due to corroded pins on the connection cable of disposables" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there was a pressure reading issue due to corroded pins on the connection cable of disposables. The failure was detected during maintenance. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up will submitted when additional information become available.